Manufacturer narrative:
(B)(4). Evaluation summary: the reported missing packaging straps was confirmed via returned device analysis. The reported complete clip detachment (ccd) single leaflet device attachment (slda), difficult to deploy the clip and difficult to open the clip could not be replicated in a testing environment. It should be noted that in the mitraclip instructions for use, states the following warning: do not deflect the sleeve tip more than 90 degrees as device damage may occur. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported ccd appears to be related to slda; however, a definitive cause for the slda cannot be determined. The difficulty deploying and opening the clip was due to the user curving the device more than 90 degree. The patient effects of death, embolism, tissue damage and foreign body in patient was due to procedural conditions. The reported patient effects of death, embolism, tissue damage and foreign body in patient are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The investigation determined the missing packaging straps appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Describe problem or event: continuation: the gripper line was pulled, but broke again. The third clip then detached from both leaflets. The second clip detached from posterior leaflet and embolized to the pulmonary vein. The third clip was retracted to the leg with the gripper line and removed with a cutdown procedure. The leaflets were damaged due to the clip detachments. The first clip remained stable. The mr increased to 4+ and there was a clinically significant delay in the procedure. The patient was sent to surgery, but died the same day. The physician stated that the patient died due to the massive mr and the clip that was left in the pulmonary veins. No additional information was provided. The device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two mitraclip devices referenced are being filed under separate medwatch reports.

Event description:
This is filed to report single leaflet device attachment (slda), detachment of device, tissue damage, medical intervention, and death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 80613u179) was advanced, but could not reach the mitral valve due to the position of the transseptal puncture. The cds was removed, and a second puncture was performed. The cds was re-advanced to the mitral valve and was curved more than 90 degrees. During deployment, the clip did not release from the cds. Troubleshooting was performed, and the clip deployed. The second cds (80613u178) was selected for use. During unpackaging, it was observed that two outer packaging components were missing. The cds was advanced to the mitral valve; however, the clip would not open. Troubleshooting was performed, and the clip opened. The cds was curved greater than 90 degrees. During deployment, the clip did not release from the cds. Troubleshooting was performed, and the clip released from the cds. After deployment, this clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment /slda). The third cds (81103u147) was advanced for treatment of the slda, and was curved greater than 90 degrees. During deployment, the clip did not release from the cds. Troubleshooting was performed, and the clip was deployed. During gripper line removal, the gripper line broke. The cds was removed, leaving the gripper line in the guide.